Manufacturer narrative:
Patient samples from mobile blood draw vans. Qc prior to the event was within lab-established ranges. The customer recalibrated the instrument. Unknown if qc was run after the event and before the system was recalibrated. Service was not dispatched recalibration resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) to report sodium (na) results shifted down during a run on the synchron lx 20 pro clinical system. The results were reported out of the laboratory. The samples were repeated after the unit was recalibrated and higher results were obtained. Amended reports were initiated for some of the sample. Unknown if treatment was initiated or withheld based upon the false results reported.